Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update received (B)(4) 2014. The sales rep has reported the revision surgery. Patient was revised to address pain and elevated ion levels. Update rec¿d (B)(4) 2014 - patient's medical records were received. Records indicate the patient was revised to address a leg length discrepancy as well. There is no new information that would change the existing MDR decision. Update received 2014. Medical records were reviewed. It was found that the cup was a bit vertical. The acetabular cup is now being reported. Update (B)(4) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, swelling, leg length discrepancy, increased metal ions (no labs), and malpositioned cup. The stem is now being added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution for the depuy stem. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.